Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During bench evaluation of the device, it was determined that the external paddles were broken. There was no patient involvement.